Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient an 840 ventilator had a loss of ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The service engineer (se) inspected the device and could not duplicate the reported issue. The unit passed all testing and operates within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An 840 ventilator, exhalation module and alternate current (ac) power cord were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned ventilator, components was performed and found the plastic bleed screw on the inspiratory module air filter was damaged. No abnormalities were found on the ventilator and ac power cord. The returned exhalation module was installed into a ventilator for analysis and error codes were found in the diagnostic logs. Functional testing was performed on the ventilator. An investigation was performed and the product analysis technician reported that no fault was found the ventilator and components. If information is provided in the future, a supplemental report will be issued.